Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was moderately calcified, heavily tortuous and 90% stenosed. The xience skypoint des 2.75 x 38 rx us failed to cross even with use of the extension catheter, so a new, different size xience was used to complete the procedure. Resistance was met with the lesion during removal. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.